Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(4) 2009, product type lead. (B)(4).

Event description:
The consumer reported the patient had an occasional burning sensation at their pocket site. It was noted the first time they felt it was ¿over a year ago.¿ relevant medical history included chronic low back pain.